Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pins of a coupler were observed to have broken off the ring. The coupler pins broke off during an unspecified procedure. Another coupler was used without incident. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection showed that one of the coupler pins had been pulled into the center of the coupler ring. There were signs of use on the ring and pin (tissue, dried blood). No functional testing was performed for this complaint. The reported condition was verified. The cause of the condition was not determined. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.